Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the device was damaged after recapture. A left atrial appendage closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was advanced via a watchman access system and deployed in the laa. The closure device was recaptured and removed and it was noted that the distal marker band was damaged. The device was exchanged for a different one and the procedure was completed successfully. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman delivery system (wds) with implant. There were numerous kinks throughout the shaft of the device. There was no damage or irregularities to the braiding. The implant was inside the shaft when received. The implant was deployed during product analysis. The anchors were damaged and bent. The implant was measured and verified to be the correct size. The tip of the device was damaged with slits in the tip from the anchors of the implant and the markerband was damaged. The confirmed anchor and markerband/tip damage are consistent with recapturing the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device was damaged after recapture. A left atrial appendage closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was advanced via a watchman access system and deployed in the laa. The closure device was recaptured and removed and it was noted that the distal marker band was damaged. The device was exchanged for a different one and the procedure was completed successfully. There were no patient complications reported and the patient's status was stable.